Event description:
The pump was returned for disposal only.

Manufacturer narrative:
Catheter model: 8711, lot#:j10944r09, implanted: (B)(6) 2001, explanted: (B)(6) 2012. (B)(4). Analysis of the pump revealed motor gear train anomaly and corrosion. During analysis it was observed that there were multiple m otor stalls and recoveries in the pump logs. Significant residue on the lower shaft, some residue in the pinion of gear 2 and on gear three's o-ring located on the top bridge assembly were observed. The pump contained saline. Returned for analysis was also a partial catheter; analysis of the same revealed no anomaly, acceptable catheter testing.